Event description:
It was reported that the patient experienced a low blood glucose event to 55 during the first week of pump use, after which the patient¿s blood glucose was 126; education was provided that out-of-range values can occur early as the system adapts. Symptoms included hypoglycemia. Outcomes included use of oral glucose to treat the event. Investigation included case review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.